Event description:
It was further reported that angiography without revascularization was performed for the hypertension event that occurred (B)(6) 2013.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced hypertension. (B)(6) 2013 - the patient presented with stable angina. The 60% stenosed target lesion was 14 mm long with a reference vessel diameter of 2.8 mm, located in the distal left circumflex artery (lcx). Which was treated with direct stent placement using a 2.75 x 20 mm promus element plus stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. Twenty days, later the patient presented with a hypertensive urgency and was hospitalized on the same day. Two days later, the event was considered as resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).